Event description:
It was reported that the device was explanted because the initial repair slipped. Reportedly, the device slipped, due to poor anchoring by implanting physician. Implant duration was 82 months. It was additionally reported that the device is not available for return.

Manufacturer narrative:
Device not returned.